Event description:
A customer contacted beckman coulter inc. (Bec) reporting clear fluid and blood leaking from the needle bellows on their coulter lh 750 hematology analyzer. The volume of the leak was less than ½ ml per cycle and it was contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. The lab's exposure control/risk management plans are in place. No injury or exposure was reported and no patient samples were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site and found some stopper material lodged in one side of the needle causing the backwashed fluid to spray out the open hole in the needle bellows assembly. The leak could not have spilled on any critical parts that could lead to erroneous results. Fse replaced the needle and check valve in the needle drain. The issue was resolved. The cause of the leak was a plugged needle. (B)(4).